Event description:
It was reported that while using the excelsius gps system, the case was aborted due to hardware error and completed with traditional methods.

Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to hardware error and completed with traditional methods.

Manufacturer narrative:
The investigation of the case logs revealed the user received two warnings related to a loss of communication between the motion controller and the computer which prevented the robotic arm from moving. The user was unable to resolve the issue until after the case which resulted in the case being performed via traditional means without the system. A globus medical field service engineer was dispatched on a work order and replaced the computer. There has been no reports of failure regarding motion not being available after this repair. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The following sections were updated for this supplemental report: b4, b6, d4, g6, h2, h3, h6, h10.